Event description:
The patient reported teeth are less straight and indicated true for the following pain, sensitivity, discomfort, chipped, and jaw discomfort.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.